Manufacturer narrative:
Health effect code. 4581- lens could not be placed behind iris. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens could not be placed behind the iris in the left eye (os). On 13-jul-2022 the lens was implanted and removed intra-operatively. No new lens was implanted and the cause is reported as unknown. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: d6a: implant date in initial MDR corrected to (B)(6) 2022. Additional information: b5- the reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -8.0/5.5/078 (sphere/cylinder/axis) could not be placed behind the iris in the left eye (os). On (B)(6) 2022 the lens was implanted and removed intra-operatively. A replacement lens of shorter length lens was implanted on (B)(6) 2022 and the problem was resolved. The cause was reported as unknown. Claim# (B)(4).